Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insyte¿ IV catheter was found with "the filter was missing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: the medical device manufacturer location for this device is (B)(4). The following fields have been updated to reflect the updated manufacturing site. Medical device manufacturer:becton dickinson medical ((B)(4)). Manufacturing location: becton dickinson medical ((B)(4))

Event description:
It was reported that before use a bd insyte¿ IV catheter was found with "the filter was missing." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Investigation conclusion: the root cause cannot be determined as no samples were returned for investigation.